Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the implantable cardiac monitor exhibited a sensing anomaly. The device was implanted upside-down. The physician reopened the suture site to change the orientation of the device. Normal sensing could still not be achieved. The device was explanted and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.